Event description:
A technician reported that an intraocular lens (iol) was going to be exchanged due to an unexpected refractive outcome. Additional information received from the surgeon indicated it was not necessary to exchange the lens; instead, it was rotated from 102 degrees to 92 degrees.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).